Event description:
A report was received that the lead was preventing the cervical nerve root to calm down from irritation from a non-device related injection. The patient underwent a lead revision and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.